Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead stored atrial tachycardia response (atr) episodes due to noisy signals and oversensing leading to inappropriate mode switches. Additionally, occasional higher atrial threshold and poor rhythm amplitude was observed. Further review with a programmer was recommended. All other lead measurements were satisfactory. This ra lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead stored atrial tachycardia response (atr) episodes due to noisy signals and oversensing leading to inappropriate mode switches. Additionally, occasional higher atrial threshold and poor rhythm amplitude was observed. Further review with a programmer was recommended. All other lead measurements were satisfactory. This ra lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that there was pacing inhibition of four seconds with no adverse impact to the patient. This lead remains in service and continues to be monitored.